Manufacturer narrative:
Zoll medical united kingdom evaluated the electrode pads. Visual inspection of the pads observed burn marks on one pad. The burn marks suggest poor coupling as the cause of the problem. The pad with burn marks appears to have been severely creased at several areas which led to air pockets between the patient's skin and pads for electrical current. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating an 87-year-old female patient in cardiac arrest, an arc was heard from the electrode pads. Complainant indicated that the clinician obtained another set of defib pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.